Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call, tac recommended swapping out the imager of the light source device to accurately determine which unit was causing the reported failure. The customer confirmed that he would attempt this option and follow up. Thus far, no response as been received. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the front panel of his olympus evis exera iii xenon light source was flashing during procedure preparation until the unit was powered on. According to the initial reporter, the intended procedure was completed using the subject device as the staff was able to clear the flashing issue by pressing the ¿esc¿ button. The patient¿s outcome was described as ¿excellent¿.

Manufacturer narrative:
Corrected data - e2 & e3 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.